Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The medtronic representative replaced the trackers which resolved the issues. The replaced parts were not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that there were tracker issues on the imaging system during a planned maintenance (pm). No patient was present during the time of the reported incident.

Manufacturer narrative:
Correction: manufacturer updated to proper value.